Event description:
It was reported that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) system was explanted due to a patient infection. It was noted that the implant wound did not fully heal. The pocket was broken and there was the discharging of pus from the wound. The pocket was debrided about three weeks post-implant; however, the system was determined to be infected and required explant. A new ICD system was implanted. No additional adverse patient effects were reported. The explanted products were planned to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements for this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported patient infection.

Event description:
It was reported that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) system was explanted due to a patient infection. It was noted that the implant wound did not fully heal. The pocket was broken and there was the discharging of pus from the wound. The pocket was debrided about three weeks post-implant; however, the system was determined to be infected and required explant. A new ICD system was implanted. No additional adverse patient effects were reported. The explanted products were returned.